Event description:
This report is to advise of an event observed during analysis. Degradation problem

Manufacturer narrative:
The lead was returned with no reported event. As received, only a connector portion of the lead was returned in one piece for analysis. Visual analysis found full breach insulation degradation exposing the coil adjacent to the connector boot. Electrical testing did not find discontinuities but found internal shorts between conductors due to the outer coil and the inner coil were twisted consistent with procedural damage.